Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that silicone oil came out of 10 bd ultra-fine¿ ii short needle insulin syringes when the plunger was pressed in. The following information was provided by the initial reporter: "the customer stated that liquid comes out when the plunger is pressed and she wondered whether silicon oil is really harmless to the human body and whether there is no problem with bd insulin syringes even though silicon oil keeps coming out no matter how much she tried to remove."